Manufacturer narrative:
The device was not returned to olympus, and it is not expected to be returned for evaluation of the reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the power button was defective most likely due to a power switch malfunction. However, the root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the 3d visualization unit's power button was defective; when powered up, it did not stay on. This occurred during preparation for use, and there was no report of patient harm.